Manufacturer narrative:
Evaluation found that bx channel was not confirmed with hole in channel. Upon further review this is not a reportable malfunction. Per the legal manufacturer there is no potential for this issue to cause or contribute to death or serious injury if the malfunction were to recur.

Manufacturer narrative:
The device was returned to olympus for evaluation/service. The evaluation did not confirm the customer's complaint of blockages and restrictions in the instrument channel, as during the evaluation there was no restrictions or blockages noted in the instrument channel. The device was visually inspected and observed a hole in the channel. There was one broken element in the ultrasonic image. The c-body contained chips and scratches. The channel was scraped due to repeated insertion and withdrawal of brush and endotherapy accessories. The creation of the hole is due to excessive stress and force. There was no patient involvement. No additional information was made available at this time. The instruction manual states ¿inspect the entire surface of the scope for dents, protrusions, or other irregularities. Feel the entire shaft with fingers, checking for irregularities. Do not use if damage is found.¿ the device was serviced and returned to the user facility.

Event description:
The user facility returned the device for service due blockages and restrictions in the instrument channel. The user facility was contacted to obtain additional information regarding the reported complaint and was informed that there was no patient involvement and no patient injury associated with this report. No additional information was provided.